Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32218. It was reported that during an ipg pocket revision surgery (related manufacturer reference number 3006705815-2020-32217), the leads were discovered to have fractured. The patient's stimulation was not affected. No intervention was taken against the leads. Surgery may take place at a later date to address the issue.